Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that there were no clips left in the unit and the device was locked out. Three (3) clips were manually loaded into the unit and were found to close according to specifications. The unit was disassembled for further evaluation and met all specifications. The root cause of your experience remains unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Event description:
Procedure n/a (they don't remember, too much time between accident and applied contact) - "clip applier doesn't load clip in the jaws, when they managed to load and apply some clips, they don't close well and tend to remain positioned in a not correct way."patient status - "good."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.